Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a vibrating sensation in their lower left chest area. It was determined that the patient may have been experiencing diaphragmatic stimulation from the left ventricular (lv) lead although the physician was not fully convinced. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.